Event description:
Customer reported her belt clip was broken. Customer's blood glucose is 451 mg/dl. He treated with a manual injection. Customer is not sure how the damage occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.